Manufacturer narrative:
Internal reference: (B)(4). The complaint device was not returned to the manufacturer for examination. The wires' connector and device packaging were discarded by the hospital. The wires that were cut during the CABG surgery were not returned for analysis. The serial number was not noted; therefore, date of manufacture and date of expiration are not available. A search was performed for all the lot numbers of the device of the same model shipped to this hospital for a period of 6 months prior to the date of occurrence. The search indicated total of (37) lots were shipped within that time frame. Review of the manufacturer's complaints database indicate that out of the 37 lots, 14 complaints were reported. None of these complaints were similar in event description or root cause to the case being reported. No further investigation could be performed unless a lot/serial number is provided. The manufacturing documentation for the identified (37) lots shipped to this hospital were reviewed and the released devices met all quality and manufacturing release criteria. There are no ncrs or deviations noted that would contribute to the reported event. The reported incident was assessed by the manufacturer clinical affairs team with the following results: "patient's prior cardiac history included a previous CABG 20 year and had not returned until now for further evaluation. The angiogram was not reviewed as it was requested but, has not been received . One thought is that the polymers of the wires and the hydrophilic coating may have become sticky and the surface affected by the force of the amount of the calcium in the vessel. The use of the buddy wire in such a tight stenosis may have contributed to the knotting nature of the two wire s. No ml was reported nor were cardiac enzymes. The duration of the procedure is unknown to us. In summary, due to the calcium, degree of stenosis and the tortuosity of the vessel and the use of more than one wire contributed to the CABG procedure. The patient survived the CABG surgery. No further action is required.

Event description:
It was reported that the physician was using the prestige plus as his front line wire. The lesion in question was a tight calcified lesion and they could not get a balloon to cross . After trying several balloons of many sizes, the physician decided to use a pilot 50 as a buddy wire to try and get a balloon to cross the lesion. At this time the balloon was still on the prestige plus wire and as the balloon would still not cross, the physician tried to push the balloon past the lesion causing the prestige plus to pull back due to the pressure of pushing the balloon. The prestige plus wire got wrapped around the pilot 50 wire. As they tried to pull the wires out, the prestige plus became knotted around the pilot 50 and could not be removed from the patient' s coronary. It was reported that while in the cath lab the patient lost flow to his coronary and a full code was called and implemented on the patient. The team stabilized the patient and the patient was transported to another hospital to have CABG and to have the entangled wires removed. The patient survived the emergency procedure and came off of cardiopulmonary bypass well; 4 bypass grafts were placed, of note is that the wires were not removed but trimmed and left in the coronary artery.